Event description:
The patient reported that approximately 5 weeks after system implantation in 2003), he experienced severe symptoms which included nausea, vomitting, diarrhea, an exaggertion of taste and smell and the return of pain symptoms (pain level of 7 to 9 - no pain scale described). Patient was diagnosed with a post surgical infection. According to the manufacturer's device registration system, the last known drug used in the pump was morphine. Additional information has been requested of the hcp, but was not available on the date of this report.